Event description:
Description af event according to initial reporter: between (B)(6) 2020 and (B)(6) 2021, a secondary strut of the filter dislodged from the filter and floated to the lungs. They retrieved the filter but the strut remains in the patient because it is scarred in to the pulmonary artery and the patient is asymptomatic. There had been no other procedure for this patient charted between those dates that could have caused the damage to the filter. The filter retrieval was (B)(6) 2021.